Event description:
The patient underwent a therapy upgrade from an implantable cardioverter defibrillator to a cardiac resynchronization therapy defibrillator. It was stated that the shock impedance on the right ventricular (rv) lead was consistently between 124 and 126 ohms. The rv lead thresholds had been high as well. The physician elected not to replace the rv lead during the upgrade procedure and it remains in service. No adverse patient effects were reported.